Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a synthes saw blade broke during surgery and one or part remained in the body of the patient. Device was not handed over for further investigation as it was disposed of. No further information was provided. This report is for 1 of 1 complaint (B)(4). This report is for an unknown saw blade.

Manufacturer narrative:
This report is for an unknown saw blade. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.